Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results were obtained when processing samples from two different patients on a vitros 5600 system. An assignable cause could not be determined. Based on the historical tropi es quality control performance, a vitros tropi es reagent issue is not likely to be a contributing factor. A within-run vitros tropi es precision test using known troponin I free sample was outside of expectations after the higher than expected result for patient 1, but was successful prior to the higher than expected result for patient 2. Service actions by an ortho field engineer improved the instrument performance further. An instrument issue cannot be ruled out as a contributing factor. It was determined that the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation, therefore, improper pre-analytical sample handling cannot be ruled out as a contributing factor to both events. It is possible that cellular debris was present in the affected samples, although, this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results when testing samples from two different patients on a vitros 5600 system. Patient 1 sample result of 0.060 ng/ml versus the expected result of <0.012 ng/ml. Patient 2 sample result of 0.084 ng/ml versus the expected result of <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The non-reproducible, higher than expected, vitros tropi es results were reported outside of the laboratory, however; there were no changes in treatment based solely on the higher than expected tropi es results. There was no allegation of patient harm as a result of this event. (B)(4). This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved.